Manufacturer narrative:
The event of lead revision to add new coverage was reported to abbott. Both of the patient's leads were explanted, and four new leads were implanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicated that the physician electively decided to remove the product rather than risk displacing the existing leads while implanting two new leads. The physician stated that it is easier and faster to remove the leads and start over with implanting 4 leads than take the chance of displacing the currently implanted leads. There is no allegation of deficiency against the device.

Event description:
Reference manufacturer number: 1627487-2021-01777. It was reported that the patient underwent surgical intervention wherein the drg leads were explanted and replaced with four drg leads. Since it is not known which device contributed to the issue, all possible devices are being reported on.